Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k0833689, k1425596, k191910.

Event description:
As reported by the user facility: pre-programmed to deliver pertuzumab over 30 minutes. After approx 90 minutes (unit very busy) noted that the drug had not been delivered and pump was still set and pre programmed information. No start function displayed. No patient injury reported.